Event description:
It was reported that during a cryo ablation procedure using a polarmap balloon catheter the patient experienced cardiac tamponade. Ablations had been performed on the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv). When attempting to reach the lower branches of the right superior pulmonary vein (rspv) the polarx balloon was "pushed too hard" with the polarmap extended in front of the catheter, causing cardiac tamponade. When they inflated the balloon and injected the contrast the contrast collected in an odd manner. They then discovered the tamponade and pericardial fluid was drained. When they deflated the balloon pericardial fluid accumulated again, so they reinflated the balloon until a thoracotomy could be performed to further correct the issue. The intervention surgery was completed successfully, and the patient is in stable condition. The ablation procedure was not able to be completed due to the complication. The catheter is expected to be returned for analysis.

Manufacturer narrative:
When the polarmap catheter was received at boston scientific's post market laboratory it was inserted through another device. Investigators were unable to remove the polarmap catheter due to the entrapment caused by bodily fluid in the lumen surrounding the catheter. Due to the condition the catheter was returned in investigation was not able to be performed. Because there was no allegation of defect against the catheter and no obvious evidence of a product performance issue the cardiac tamponade was determined to be a known inherent risk of the catheter. The events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure using a polarx balloon catheter with a polarmap balloon catheter, the patient experienced cardiac tamponade. Cryoablations were performed in the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) successfully. When attempting to reach the lower branches of the right superior pulmonary vein (rspv) the polarx balloon was "pushed too hard" with the polarmap extended in front of the catheter. When \ the balloon was inflated and contrast was injected, the contrast collected in an odd manner. Cardiac tamponade was noted, and pericardial fluid was drained. When the balloon was deflated, pericardial fluid accumulated again, so the balloon was re-inflated until a thoracotomy could be performed to further treat the tamponade, this surgical intervention was completed successfully and the patient is in stable condition. The ablation procedure was not able to be completed due to the patient complication. The catheter is expected to be returned for analysis.